Manufacturer narrative:
Majdalany se, levin ba, ghani kr. The efficiency of moses technology holmium laser for treating renal stones during flexible ureteroscopy: relationship between stone volume, time, and energy. J endourol. 2021 dec;35(s3):s14-s21. Doi: 10.1089/end.2021.0592. Pmid: 34910609.

Event description:
It was reported to boston scientific via a journal article that five patients experienced complications during a study. The study examined the relationship of stone volume and density to lithotripsy, lasing times, and energy used to treat a single renal stone. The study group was comprised of patients undergoing flexible ureteroscopy (f-urs) by a single surgeon using the lumenis high-power holmium: yttrium-aluminum-garnet (hoyag) system. Five patients had post-operative complications: one reported stent-related pain, which was treated with analgesics; one experienced urinary retention and was treated with a foley catheter at the emergency department; one had flank pain which was resolved with early stent removal; one had fever without a positive culture that was treated with antibiotics; and one was admitted with fever secondary to an escherichia coli infection that was treated with intravenous antibiotics. No patients required unplanned surgical intervention.